Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker structural balloon trocar opened by the account. The reflux valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked reflux valve. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the cracked reflux valve may occur from rough handling of the instrument during use or rough insertion of the syringe into the reflux valve. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a lap hernia procedure, the balloon failed to inflate. There was no patient incident. To correct this condition, they just grabbed another balloon and it worked.